Event description:
It was reported that the patient received inappropriate therapy. The right atrial (ra) lead exhibited undersensing of p waves which caused the rhythm to be classified as ventricular tachycardia (vt). There was an episode of sinus tachycardia with rates above the 140bpm vt zone detection rate. There was also a recent decrease in p waves. A chest x-ray was performed and confirmed that the ra lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).